Event description:
The pt rec'd two leads with the same lot number. It was reported the pt had experienced a sudden surge of stimulation and now had ineffective stimulation coverage. It was determined there were four contacts with invalid impedances. Reprogramming was unable to provide coverage to the feet as needed. It was reported the pt had decided she wanted the scs system to be explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.